Event description:
It was reported the patient's pump system was removed due to a rash. It was initially reported at the end of july, that the patient experienced a rash some time following the pump replacement in march, that got progressively worse. At the time, a dermatologist was consulted and was unsure of the cause of the rash. It was later reported that the pump was explanted because the rash "lingered for nearly 6 months after they had eliminated many possible causes". The patient underwent a dermatology workup in addition to having lyme disease and infection ruled out. The medication in the pump was dilaudid and bupivicaine. A specific explant date was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8711 serial# (B)(4), implanted/explanted: unknown, product type catheter. (B)(4).

Event description:
It was reported that the pump was removed in (B)(6) 2012. The patient stomach began to become discolored around the incision site about 2-3 weeks after implant. One healthcare provider (hcp) told the patient it was an emergency. Another hcp thought the pump might be leaking, and another hcp told the patient that he needed to have the pump removed because it was eroded. The patient¿s tissue was breaking down. At explant it took 3 hours to clean up the wound. It was reported that the patient had previous issues with the mesh that held the pump. The mesh had grown into the tissue and the tissue was breaking down.

Manufacturer narrative:
(B)(4).